Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a low battery alarm while supporting a patient. The customer also reported that the patient switched to different onboard batteries and the freedom driver exhibited a fault alarm after a few minutes. The customer also reported that the patient then plugged the driver into wall power with no resolution of the fault alarm. The customer also reported that the patient was subsequently switched to a backup freedom driver. There was no reported adverse patient impact.

Manufacturer narrative:
The freedom driver was returned to syncardia for evaluation. The driver's alarm history was reviewed and revealed two new alarms: 2d (secondary motor voltage too high) and 36 (speaker 2 voltage too low when off). The first alarm was likely recorded during the service process prior to shipment to the customer. The second alarm code (36) can be recorded during onboard battery exchange while operating the driver only on battery power (if one battery is removed too quickly after the first battery has been replaced), or if one of the onboard batteries is not fully latched in place. Since the customer-reported issue states that a fault alarm sounded after an onboard battery exchange, it is likely that the customer experienced the recorded 36 fault code during the battery exchange. The driver in "as received" condition passed all pre-burn-in test requirements with no anomalies or alarms. Additionally, a battery exchange test was conducted with the onboard batteries used at the time of the customer-reported issue to determine if the driver would alarm during onboard battery exchange. The battery exchange test resulted in no alarms or malfunctions. The batteries indicated to be in use with the driver during the customer-reported issue were found to be at 22% and 23% charge. A low battery alarm would be triggered per design base on the low charge of the batteries. The freedom driver and onboard batteries performed as intended with no evidence of a device malfunction. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, it continued to perform its life-sustaining functions. The freedom driver has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(6) initial.

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a low battery alarm while supporting a patient. The customer also reported that the patient switched to different onboard batteries and the freedom driver exhibited a fault alarm after a few minutes. The customer also reported that the patient then plugged the driver into wall power with no resolution of the fault alarm. The customer also reported that the patient was subsequently switched to a backup freedom driver. There was no reported adverse patient impact.